Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set leaked at the end of the line, right above where an unspecified closed system transfer device would connect. This was identified during priming. The set contained vincristine. The dose was returned to the bag and pharmacy remade a new dose. There was no patient involvement. No additional information is available.